Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was blank. The insulin pump counted up to 6 and then the customer noticed the blank screen. The customer changed the battery but that did not resolve the issue. Customer's blood glucose level was 23.0 mmol/l. Condensation was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, the insulin pump was received with moisture damage on the motor, vibrator tube and battery tube assembly. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.